Manufacturer narrative:
Lumenis made reasonable attempts to contact the facility in order to obtain addition information regarding the reported event; despite reasonable attempts, no additional information had been provided. It is still unknown if the physician was able to complete the procedure under the case saver mode. A lumenis-certified service engineer visited the site one (1) day after the reported event. The engineer confirmed that the system was in case saver mode upon arrival. (Case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability). Further evaluation determined that brick #3 flashlamp wouldn't ignite and the flashlamp self-test failed. Brick#3 and it's simmer/start board were replaced. After its optics were replaced the laser was restored to full power capability, and the system was returned to the facility having met specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 06-aug-2019 and installed at the customers site on (B)(6) 2019. A review of system risk files found the risk of optical misalignment (1003623_g - risk # 2.2.1) which may require re-operation/prolonged procedure. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Despite reasonable attempts to obtain additional information from the facility regarding the event, no additional information was provided. Although lumenis acknowledges that there was a failure with the laser optics which caused the system to operate in case saver mode, based on the information above there is not enough evidence which reasonably suggests that the system failed to meet its performance specifications or otherwise perform as intended. Lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event; due to a lack of additional information and in an abundance of caution lumenis is reporting this event. Unrelated to the event, lumenis has initiated CAPA #: (B)(4) to further investigate various optical issues with the holmium product family lasers. This complaint is being closed to CAPA (B)(4), and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 100 laser was being utilized, the laser displayed error 304 - low energy message on the screen. It was reported that "user was going to try to complete case". No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.